Event description:
It was reported that during a coronary stenting intervention treatment procedure, withdrawal difficulties and stent damage occurred. The 75% stenotic lesion was located in the severely tortuous mid left anterior descending artery. The physician advanced the 2.5x28 promus element stent to the lesion, but was unable to cross. During withdrawal the device became stuck but was successfully removed following multiple removal attempts. Upon removal it was observed that stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).